Event description:
The report states that the device jaws clamped on tissue and would not release. The surgeon sutured on either side of the device and then cut the device out of the tissue. There was no injury to the patient and no additional bleeding.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.